Event description:
During an eval of the device for a leaking clamp, a cracked spike was discovered. There was no pt injury or medical intervention associated with this incident according to the international affiliate.